Event description:
As reported by the (B)(4) registry approximately six days post index procedure the patient experienced a neurological event. Baseline nih and rankin scores were both 0. The patient was asymptomatic at the time of the intervention. Pta was performed on a 60% occluded lesion in the ostium of the left internal carotid artery of 7 mm in length in a 4.03 mm vessel diameter with mild vessel tortuosity. The arch iii lesion was ulcerated and severely calcified. A 6 mm medium support angioguard was successfully deployed, the lesion was pre-dilated. A 9x40 precise stent was positioned and deployed. Unfortunately, this significantly over powered the ica and created a stovepipe condition. At this point, an acculink stent was then positioned and deployed more distally to smooth our this transition and did this very nicely."the residual diameter stenosis measured 5%. The angioguard was successfully removed and there was no debris found in the basket upon retrieval. There were no documented air bubbles and the patient was neurologically intact upon leaving the angio suite. At some point following the procedure, the patient had left leg numbness and some blurred vision. Carotid doppler showed left ica stent was widely patent. The patient had known right ica stenosed which "may have progressed slightly since the last check." The patient was discharged one day after the procedure with stroke scale scores unchanged from baseline. The symptoms fully resolved 11 days later. Recovery was full with no deficit.

Manufacturer narrative:
As reported by the (B)(6) registry approximately six days post index procedure the patient experienced left leg numbness and some blurred vision. Baseline nih and rankin scores were both 0 and the patient was asymptomatic at the time of the intervention. Pta was performed on a 60% occluded lesion in the ostium of the left internal carotid artery of 7mm in length in a 4.03mm vessel diameter with mild vessel tortuousity. The arch iii lesion was ulcerated and severely calcified. A 6mm medium support angioguard was successfully deployed, the lesion was pre-dilated and a 9x40 precise stent was positioned and deployed. The IFU recommends that a stent 1-2 mm in size larger than the reference vessel be used. In this case the stent was 5 mm larger. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Unfortunately, this significantly over powered the ica and created a stovepipe condition. At this point, an acculink stent was positioned and deployed more distally to smooth out this transition very nicely. The residual diameter stenosis measured 5%. The angioguard was successfully removed and there was no debris found in the basket upon retrieval. There were no documented air bubbles and the patient was neurologically intact upon leaving the angio suite. At some point following the procedure, the patient had left leg numbness and some blurred vision. Carotid doppler showed that the left ica stent was widely patent. The patient had known right ica stenosis which 'may have progressed slightly since the last check.' The patient was discharged one day after the procedure with stroke scale scores unchanged from baseline. The symptoms fully resolved 11 days later; recovery was full with no deficit. The patient's medical history includes hyperlipidemia and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15637333 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Based on the information available, it appears that the difficulty experienced with the stent shape post deployment may have been caused by procedural factors and is not related to a product quality issue. Hypotension, hypoperfusion and the resultant tia and associated symptoms, including blurred vision, are well-known potential adverse events associated with the carotid stent implantation procedure. Typically these symptoms often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: angioguard rx catalog number 601814rmc, lot number 70612423. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.